Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt says their stimulation is turning off by itself for "probably about a month ago". They said they don't have adaptive stim. They said they know it's off because they stop feeling stimulation. Patient services (ps) asked if when they check controller, does it say "stimulation is off" and they said no. Pt says that they have a, b, and c for groups. They said they couldn't change the settings but when ps had them connect during the call, pt connected wirelessly to ins and they are on group a, but it only has 1 setting. Stimulation was on. Since they only have setting 1 available, ps reviewed to press up or down arrow, and pt said that it works. They couldn't remember how to move to group b so ps showed them how. They don't think they are accidentally turning stimulation off. They aren't around any sources of emi. The issue was not resolved. Ps advised following up with hcp and was redirected to their hcp to further address the issue. It doesn't appear that pt is accidentally turning stim off, but cannot confirm t hat. Pt says that the "stimulation works and I don't want to be without it, and I don't have to use medication when it's working."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated they did not know the determining factor. Patient stated they never changed their routine. Patient reported they charged the internal before they went to bed. Then they would put the belt away ad plug in the battery until the next day. Patient stated they took battery out then put it back in. It would start up but ultimately it would go out again. Finally they were sent a new one. Patient stated they put the battery into the new one and it started working. Issue resolved.